Manufacturer narrative:
(B)(4).

Event description:
It was reported that the after interrogation the pulse generator exhibited a message at right top corner of the screen - data retrieval - and it was not possible to stop it. The programmer was turned off and on and the message was still existed even after 15 minutes. No additional information available and no patient symptoms reported.